Event description:
Infimed (i5) computer keeps crashing. Field service engineer (fse) reports ¿ staff reported multiple exception errors when opening patient files. Multiple attempts have been made to obtain further information regarding reported issue with no success.

Manufacturer narrative:
Field service engineer (fse) evaluated complaint of multiple exception errors on the same day when opening patient files. Error logs were sent to tech support for review where they found multiple exception errors in the log but no power cycles on the system. It was recommended by infimed to the customer to power cycle the system daily. Daily reboot may minimize exception errors. While onsite, fse power cycled system and opened multiple patient files without the exception error. Fse completed operational verification per service checklist. Unit was returned to service by customer.